Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on (B)(6) 2024, it was stated that the device issue had been reported by a third-party maintenance company and that the third-party maintenance company had resolve the issue on their own. No further information was provided on how the proximal pressure line disconnect alarm issue was resolved, replacement part information, or patient information from the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure line disconnect alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).